Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the cardiac monitor had sensing issues as the r-waves were inconsistent. It was noted that the physician had removed and repositioned the device three times with the same results. The physician then decided not to implant the cardiac monitor, and will re-implant at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.